Manufacturer narrative:
The following devices were also listed in this report: triathlon cr fem comp #3 l-cem; cat# 5510-f-301; lot# unknown. Triathlon asymmetric x3 patella ; cat# 5551-g-299; lot# unknown. Triathlon prim tib baseplate - cemented; cat# 5520-b-400; lot# unknown. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. An evaluation of the device cannot be performed as the device remained implanted in the patient and was not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.

Event description:
Patient presented with pain. Admitted. Ultrasound next day revealed bakers cyst. Discharged home with analgesia.

Manufacturer narrative:
An event regarding pain due to patient factors (bakers cyst) involving a triathlon insert was reported. The event was not confirmed. Method and results: device evaluation and results: not performed as product was not returned. Medical records received and evaluation: not performed as medical records were not recieved. Device history review: review of the device history records indicates that all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events for this lot. Conclusions: from the limited information provided it can be determined that the pain was caused by the bakers cyst which was treated with analgesia. No further investigation is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Patient presented with pain. Admitted. Ultrasound next day revealed bakers cyst. Discharged home with analgesia.